Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in the cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. The patient also reported an unspecified problem with the brightness of the cycler display. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). During the call, the patient stated that they had already discarded the complaint cassette. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The complaint cycler was scheduled to be returned for manufacturer analysis. The patient stated that they had constipation and that their pdrn was aware of the issue. Multiple attempts were made to obtain additional information, but none was provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. They cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display brightness was good. Removed functioning inverter board from the touch screen at the completion of the investigation. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in the cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. The patient also reported an unspecified problem with the brightness of the cycler display. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). During the call, the patient stated that they had already discarded the complaint cassette. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. The complaint cycler was scheduled to be returned for manufacturer analysis. The patient stated that they had constipation and that their pdrn was aware of the issue. Multiple attempts were made to obtain additional information, but none was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.